Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es auxiliary drawer had multiple failures. The customer reported that there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 7 auxiliary failed. A field service engineer (fse) shut down the station, unplugged the row board cable, and reseated the cable on the drawer controller board and each cubie tray row. After rebooting the station, the system continued to prompt for cubie ejection with the error message ¿duplicate address detected,¿ showing with pocket b0 and pocket e-254 (twice). The fse replaced the drawer controller board, but the issue still persists. The fse opened the auxiliary back panel to use the release lever. The side panel of the drawer was opened, and the cubie pocket was lifted to unhook and remove the cubie trays for rows b and e. These trays were replaced with new ones. Then, the fse reseated the cables, closed the drawer and reseated the station to resolve the issue. The system functioned as intended after the field service engineer repaired the device.